Event description:
The lay user/pt contacted lifescan alleging that her one touch ultralink meter was prompting "apply sample" after her blood sample was applied to the test strip. The issue remained unresolved. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.